Event description:
It was reported by the caller that the device was used in an unknown procedure. It was reported by the caller that part of the stabilizing sleeve is "punching out and breaking during surgery". Caller states it is unknown how the procedure was completed, caller believes the procedure was completed using the same device. There was no consequence to the patient.